Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): 3755184 - 186-01-56 - integrip cc, cluster 56mm, g3. 3976791 - 188-01-12 - wedge plasma x/o sz 12. 4146299 - 130-36-53 - nv gxl linr, ntrl, 36mm ID, group 3 cups. 4165411 - 170-36-00 - biolox delta femoral head 36mm od, +0mm.

Event description:
It was reported that this patient's left hip was revised approximately 2 years post op. Surgeon removed of stem and femoral component. Reason for the revision was not reported. No further information available.

Manufacturer narrative:
Section h10: (h3) the revision reported may have been due to a combination of risk factors specified in an hhe including but not limited to use error, implant positioning, and patient factors. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. The following sections have corrected information: (d1) brand name: wedge plasma x/o sz 12. (D4) catalog number: 188-01-12, expiration date: 16-may-2020, serial number: (B)(6), unique identifier (UDI)#: (B)(4). (D10) concomitant device(s): 3755184 - 186-01-56 - integrip cc, cluster 56mm,g3. 4146299 - 130-36-53 - nv gxl linr, ntrl, 36mm ID, group 3 cups. 4165411 - 170-36-00 - biolox delta femoral head 36mm od, +0mm. (H4) device manufacture date: 09-may-2015.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. The most likely cause for the reported revision due to prosthesis wear and osteolysis in this event is a combination of the risk factors; a number of variables including use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) could have all contributed to the increased trend in wear/osteolysis related complaints. Additionally, increased shelf oxidation resulting from the use of nylon vacuum bags without evoh could also have contributed to the increased trend in wear/osteolysis. Patients with increased risk tend to present with signs for prosthesis wear and subsequent particle-induced osteolysis within the first 5 years after the index arthroplasty and have the following characteristics: significant edge loading of the femoral head on the acetabular liner, patients implanted with a lateralized liner, patients in whom the largest available femoral head and/or thinnest available acetabular liner was used, and patients implanted with a component having a shelf age of greater than 2 years. Those patients having a combination of risk factors will have the highest risk for early wear and lysis. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's left hip was revised approximately 2 years post op. Surgeon removed of stem and femoral component. The patient alleged failed prematurely because of degradation of the device¿s polyethylene component which resulted in the premature removal of the prosthesis. No further patient impact was reported. No additional information is available.